Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise shock lead impedance out of range. The lead was explanted and replaced. No adverse patient effects were reported.